Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 1.8 mmol/l. Customer¿s current blood glucose is 7.7 mmol/l. The customer was treated with food and glucose. Troubleshooting was done for low blood glucose and over delivery. Customer was used auto mode. Based on customer report customer does not allege pump was over delivering. Customer stated that the insulin was squirting out of the set. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.